Event description:
It was reported to philips that the control module geometry button was activated, preventing a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that the control module geometry button was activated. The review of system log files showed an application error as enmv at startup high. The philips remote service engineer (rse) inspected system remotely and requested the customer to check all buttons by pressing them once and to verify that no button was resting on the modules, after these the customer performed reboot, then the issue got resolved. However, the issue reoccurred on another day, where the geo pc was replaced and software was reinstalled in another case, after which the issue was resolved completely. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.